Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: h2, h10. Results of investigation: the vyaire failure analysis (fa) laboratory received the user interface module (uim) assembly part number 16448 and serialized aju02544 for investigation. The uim was visually inspected, which found scratches on the display screen and rear cover. The uim was installed into an avea test station and attempted to power the uim in the user mode with software 4.6 installed. The fa lab found that the uim display screen was delayed to boot up. Additionally, the uim was disassembled thoroughly and inspected internal pcb's, cables, connectors, and found no discrepancies. The voltage of battery (bt1) on the control pcb voltage was performed and it measured at 3vdc (specification ~3 vdc). The backlight inverter output voltage measured 342/345 vac, which was within specifications. The fa lab was able to duplicate the reported issue and the root cause is associated with a component failure within the display sub-component of the uim, which caused the reported event. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. Displayed assembly p/n 27192-001 had failed.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis (fa) laboratory received the user interface module (uim) assembly part number 16448 and serialized (B)(4) for investigation. The uim was visually inspected, which found scratches on the display screen and rear cover. The uim was installed into an avea test station and attempted to power the uim in the user mode with software 4.6 installed. The fa lab found that the uim display screen was delayed to boot up. Additionally, the uim was disassembled thoroughly and inspected internal pcb's, cables, connectors, and found no discrepancies. The voltage of battery (bt1) on the control pcb voltage was performed and it measured at 3vdc (specification ~3 vdc). The backlight inverter output voltage measured 342/345 vac, which was within specifications. The fa lab was able to duplicate the reported issue and the root cause is associated with a component failure within the display sub-component of the uim, which caused the reported event.

Event description:
The customer reported a blank display on boot up and a delay in the boot up process on this ventilator device. The customer stated no patient involvement with this event.